Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved powering up the pump. On power up the device alarmed with error code 1660. The investigation determined that an issue with the processor on the circuit board was the cause of the reported issue. The circuit board was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump displayed error code "1660." No adverse effects were reported.